Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient presented in the operating room for a right atrial lead revision procedure due to noise. A right atrial lead fracture was noted during the procedure. The lead was explanted and replaced. The left ventricular lead was tested and all measurements were within range. The physician elected to upgrade the right ventricular lead; thus the lead was explanted and replaced. Post right ventricular lead removal, the left ventricular lead exhibited noise and loss of capture. Fluoroscopy revealed externalized conductors. The left ventricular lead was explanted and replaced. The patient was stable throughout.